Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018 a system error occurred on the receiver. No additional event or patient information is available. No product or data was provided for evaluation. Confirmation of the complaint could not be determined. The root cause could not be determined.

Manufacturer narrative:
(B)(4). Describe event or problem - correction "dexcom was made aware on (B)(4)2018, that on (B)(6)2018 a system error occurred on the receiver." Describe event or problem - correction "the reported event of system error occurring on the receiver was confirmed during log review."

Event description:
Dexcom was made aware on (B)(4)2018, that on (B)(6)2018 an error icon display occurred on the receiver. The reported event of error icon display occurring on the receiver was confirmed during log review.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defect was found. The receiver was charged and was perpetually rebooting. The receiver was opened and the ui pcba was detached to perform a download. The receiver log was reviewed and errors were observed. Functional testing was unable to be performed due to perpetual rebooting. The reported event of system error occurring on the receiver was confirmed during log review. A root cause could not be determined.